Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that insulin pump's screen was frozen. Customer's blood glucose level was 124 mg/dl. The buttons on the insulin pump were also unresponsive. Sometimes they had to wait 20 minutes for the screen to display and other times the screen had a partial display. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No blank display, no frozen screen and no missing segment during testing. The insulin pump received intermittent button response due to flattened act button dome switch. Inspected connector on lcd and no unlock keypad connector. Device received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.